Event description:
It was reported that the lead was explanted and replaced due to a lead fracture. The patient tolerated the procedure well with no complications to the procedure.

Manufacturer narrative:
(B)(4).